Event description:
Additional information was received stating that the vns patient believed someone had hacked into her device and was experiencing difficulty with stimulation. The patient did not have any seizures since vns. The patient wanted to have her device removed. The patient¿s device was programmed off on 04/02/2014. The neurologist stated that there were no issues with the patient¿s device and that the patient was suffering from some type of psychotic disorder. The patient continued to have issues after her device was programmed off. The neurologist stated that the patient¿s issues were not related to vns attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
On (B)(6) 2013, the patient stated that she feels tingling in her heels, legs, and groin when she is around cell phones or technology. She said that the magnet is not turning off her device. She said she sleeps with the magnet taped on and she said that it is still stimulating. She said the device is stimulating erratically. The patient stated that her physician does not entirely believe that she is feeling these things. Per the patient, diagnostics come back fine, and the doctor says the device is working properly. She stated that the device turns on and off at "suspicious intervals". She said that the vns has worked really well for her, and these events began in (B)(6) 2013. The patient¿s new following physician will not provide information.

Event description:
Additional information was received that the patient is able to feel the stimulation on demand when the magnet is swiped across the generator in spite of this device being disabled by the neurologist. It is unknown if the magnet mode stimulation was also disabled. Attempts for additional relevant information were unsuccessful.

Event description:
Additional information was received from the neurologist stating that vns patient¿s psychosis was related to the event. The patient was having fixed delusions. The patient¿s device was disabled on (B)(6) 2014. The patient was referred for surgery but no know interventions have occurred to date. The patient believed that the police were accessing her device and harassing her.

Event description:
The patient again reported concerns that the vns device has been ¿hacked¿ to the physician. The physician was asked to interrogate the device to confirm that the device is still off and that the output currents are set to 0ma. It was later found out that the patient¿s vns was re-initiated in 2015 and patient has done well with vns stimulation for several months. Patient quit taking her antipsychotic medications again and now is stating that someone again is trying to "hack" her vns and the fbi is reading her thoughts through the vns device. Per the patient, the vns also causes vaginal pain and stimulations and the fbi is sexually assaulting her through the vns device. Additional information was received from a different nurse practitioner that the patient's device had been turned on and off three times over the course of a few months in 2015 and 2016. The neurologist disabled the patient's device on (B)(6) 2016. Diagnostics were not performed patient was referred to a psychiatrist.

Event description:
Patient reported having episodes of dizziness, increased heart rate, difficulty breathing, etc. These episodes began one night when she was trying to sleep and her heart rate increased and she began having tingling in her body. She then heard a voice telling her ¿allegations¿ that someone was tampering with her body. She reported getting a jolt and repeated her previous concerns of device being hacked to spy on her. She is concerned about getting the device replaced and is not confident in the device security as it was disabled and turned itself back on at one point in time. Based on available information from physicians, the device has been disabled since (B)(4) 2016. Patient was seen by multiple neurologists and psychiatrists and has been found to have schizophrenia and multiple other psychiatric conditions. She has been found to have pseudo seizures and some real seizures controlled when she takes her meds. The neurologists and psychiatrists have been unable to verify the reports that patient had reported and turned vns off as it make the patient more paranoid.

Event description:
Patient was seen by a new neurologist, who turned the device on as he was not aware of patient's history of complaints with vns therapy and patient's psychiatric history. Patient reported that her device is erratically firing and wants her device evaluated. The neurologist was later informed of patient's previous several complaints about stimulation.